Event description:
It was reported that the patient underwent a lead explant procedure due to an unknown reason. Additional information was received that the reason for explant was due to impedances on the lead. The explanted lead was not returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 249607/3039213.

Event description:
It was reported that the patient underwent a lead explant procedure due to an unknown reason.